Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt called the vad coordinator from home to report that the pump was making a strange transient noise. The pt was admitted into the hosp with suspected hemolysis. A ramp study was performed and speed was taken up 11400 and was unable to decompress lv and the aortic valve was still opening. Discussions took place regarding the inflow cannula position which showed no signs of obstruction and doppler color study was showing good flow through the cannula. The pt was feeling fine and was hemodynamically stable; however, there was concern with the vad team regarding the ldh level, liver enzymes and hemolysis. Right heart failure was discussed but appeared not to be an issue. Other causes of hemolysis was discussed and ruled out. On (B)(6), 2011, a pump exchange took place from one lvad to another lvad. Pt is stable.